Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose in early to mid (B)(6) 2018 with blood glucose of 29 mg/dl at the time of the incident. The customer was at 259 mg/dl at the time of the call. The customer was given food and intravenous dextrose to treat. The customer experienced symptoms such as los of consciousness. The customer was wearing the insulin pump during the incident. The customer was having problems keeping the pump in auto mode. The auto mode on the insulin pump was not active and was not automatically adjusting insulin delivery during the event. Troubleshooting was not completed as this was a past event. The insulin pump will not be returned for analysis.